Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that the tasp exhibited signs of repeated use (nicked or gouged) with the post feature fractured off, not all pieces returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be chipped. Malfunction was not observed during a surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.